Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose was 500 mg/dl. The customer blood glucose value was 118 mg/dl. Customer also stated that the insulin pump had a keypad anomaly. Customer stated that the keypad was hard to push on the insulin pump. The product will not return for analysis.